Event description:
It was reported that while in the critical care unit, the md inserted the intra-aortic balloon (iab). Three minutes after the iab was inserted, the pump was started. The pump (iap-0500j (B)(4)) alarmed helium leak every few minutes. The pump was exchanged with a pump from "senko medical instrument mfg. Co., ltd." This pump also alarmed helium leak. At this time, the pump was exchanged with a pump from "datascope." This pump "rarely alarmed compared to the other pumps." Therefore, they continued pumping and "they could end the therapy without any problem and any patient complications." The iab therapy lasted for six days. Patient outcome: no harm to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.